Event description:
Heparin 25,000u drip started at 0105 at 1000u/hr. The pump was set at 10cc/hr with concentration 100u/cc. At 0310 noted only 10-20 cc of heparin 250 cc bg was remaining. Pt ok, kept pt to monitor.